Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels and the insulin pump has an absence of no delivery alarm. Troubleshooting was performed. The customer stated the insulin pump does not alarm and does not give no delivery alarm. Customer tested their high blood glucose value by manual injection. The customer reported that there was no issues with site and found no air bubbles. Product is not expected to return for analysis.